Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on strip lot 364994a met criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The caller alleged a variance between the inratio inr result and an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.9, poc inr: 3.4. Therapeutic range: 2.0 - 3.0. The testing was performed consecutively. There was no reported adverse patient sequela. There was no additional information provided.